Event description:
The following has been reported: nurse reported: "need to report a product issue we encountered at our infusion site on 2/11/2026. This is for the ivenix lvp primary administration set (set-0032-1). The lowest y-site port popped off during infusions yesterday. It popped off during a normal saline infusion. Sample available for saline infusion. No patient harm reported." A preliminary review identified the following issue: administration set breaks (any part). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. Defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the visual inspection a separated tubing was observed from the lower luer activated valve, y-site. The separated tubing and y-side were returned for evaluation. Under microscope, a few traces of solvent were observed at the tubing and the lower luer activated valve, y-side. The customer complaint is confirmed. The most probable root cause could be related to the operator not performing the joining operation correctly or lack of joining time in the union resulting in the separation of the tubing from the y-port resulting in the connection failure (leak at connection). The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. A red light was installed at all the bonding stations to ensure proper timing is observed. The batch record: fa25d07222 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.